Event description:
Update (B)(4) 04-jun-2025: in total 15 devices were returned to arthrex for the reported case. Two plates, 12 screws and on tightrope. No further information about an allegation was provided.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, and x-ray review provided noted that the plate was bent at one of the distal ends. The holes were chipped around the holes. The single-use device was used/removed and returned for investigation due to the development of pseudarthrosis at the fracture site. Dimensional inspection was conducted in accordance with drawing c1841-01, and all measured values were found to be within specified tolerances. (Refer to dimension results for details.) Functional testing was not performed due to the damage to the device. Per dfu-0192-eo c. Contraindications. 1. Insufficient quantity or quality of bone. 2. Blood supply limitations and previous infections, which may retard healing. 5. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. E. Warnings-5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. 7. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Device removal should be followed by adequate postoperative management. 8. Detailed instructions on the use and limitations of this device should be given to the patient. G. Precautions-3. Do not bend the plate near the locking hole. Bending the plate near the locking hole can distort the holes threading, which prohibits insertion of the screw. 4. Repeated bending of the plate at the same location, or by creating excessive acute angles may potentially lead to premature plate fatigue, failure and or breakage in situ. The most likely cause of the reported failure can be attributed to user error, specifically due to repeated bending of the plate at the same location, or by creating excessive acute angles that potentially lead to premature plate fatigue, failure and or breakage in situ due to pseudarthrosis at the fracture site during the plate removal process. A secondary, related failure mode involves the development of pseudarthrosis at the fracture site, which likely contributed to prolonged instability and delayed healing. This condition may have increased mechanical stress on the implant, ultimately leading to hardware fatigue and breakage, and resulting in adverse patient outcomes for revision surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that in the context of a pseudarthrosis of a lateral malleolar fracture the implanted plate broke approximately 1 year postoperative. It was further reported that the fracture of the patient did not heal after one year and therefore a pseudarthrosis was diagnosed. It was also reported that the breakage of the plate did not occur early, as the plate was 9 months after the implantation still intact. No further information was provided. Update (B)(6) on (B)(6) 2025: further information was provided that the screw was explanted.